Event description:
It was reported that the customer had blood at her site when she removed her infusion set. Customer's blood glucose level was 309 mg/dl. Customer stated the site does not show signs of infection. Customer stopped the bleeding and the set was located at the stomach. Set is not located away from irritants. Customer stated that she is not on medication. Customer was advised to monitor the pump. Customer reported that the no delivery alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Troubleshooting was performed and it was explained that the site may have been occluded. Customer' s blood glucose level was 300 mg/dl. Customer was advised to change the entire infusion set and return the set for analysis. Customer had 2 sets earlier that she changed out from having no delivery alarms. Customer declined troubleshooting for high blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).